Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient fell and dropped the ens controller. After the fall the patient did not feel stimulation and was not able to increase stimulation past 5.8; instead the patient encountered the "cannot provide desired settings" error message. The patient switched to right side stimulation and was then able to feel stimulation, but in a different location. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.